Event description:
Ous MDR. It was reported that this lead was explanted due to impedance greater than 3000 ohms. The patient received inappropriate shocks.

Manufacturer narrative:
Upon receipt, the lead under complaint was subjected to an extensive analysis. The performance of the lead was scrutinized, including a visual, mechanical and electrical inspection. The analysis revealed a ligature mark 31.5 cm distal to the is-1 connector pin. 5 mm proximal to this position the inner coil was found fractured. This damage can be considered as the root cause of the noise which led to shock delivery and of the increased pacing impedance mentioned in the complaint description. Based on the characteristics of these findings, it is assumed that mechanical forces in the area proximal to the suture sleeve affected the lead. A constant kink proximal to the suture sleeve in the implanted state should be taken into consideration. Also conceivable is clavicular - first rib entrapment which might have led to the conductor fracture. Furthermore signs of abrasion were noted between 27 cm to 29.5 cm distal to the is-1 connector pin indication friction against another implantable device such as a nearby lead. The insulation was still intact. The both deformed shock coils most likely resulted from the extraction procedure. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process. In conclusion, the analysis did not reveal any sign of a material or manufacturing problem.